Event description:
On (B)(6) 2024, the following information was documented: ¿tissue not processing. We are experiencing processing issues with our peloris system, and the tissue is not being processed.¿ on (B)(6) 2024, leica senior field applications specialist ¿ core histology, new york (fas), visited the customer¿s site to assess the operation and function of the instrument and documented the following: ¿retort a - runs small biopsy run, 2 hours retort b - runs big tissue run, 8 hours the tissue was placed on the unit wednesday, (B)(6) 2024, for completion on friday, (B)(6) 2024. The lab determined that the tissue was underprocessed, so it was placed back on this unit from reprocessing for completion today, (B)(6) 2024. When both retorts were completed, it was determined that the issue was underprocessed, so it was placed back on the same instrument to initiate a second reprocessing run. Arrived on site and inspected the retorts a and b, all wax chambers and bottles¿ all appear to be appropriate. The hydrometers for all ethanol bottles are within reach, but it was discovered that bottle 7 was incorrect. The software's concentration was 100%, but the hydrometer read 63%. Changed bottle 5 with fresh 70%, bottle 7 with fresh 100%, replaced all xylenes with fresh xylenes, and replaced wax chamber 3. The lab ran a run overnight, and the run was successful.¿ on 04 december 2024, the fas documented that the affected patient tissue samples were derived from one (1) ¿factory 2hr xylene¿ protocol comprising 12 cassettes executed in retort a on 27 (B)(6) 2024 and one (1) ¿factory 8hr xylene¿ protocol comprising 52 cassettes executed in retort b on (B)(6) 2024. The type(s) and size(s) of the affected patient tissue samples were documented as ¿mix of all tissue type¿, and ¿biopsies and big¿, respectively. The affected tissue artefact was described as ¿according to the techs, the tissue appears spongy when embedding. It was still spongy after the first few re-processings, but this morning, it looked better.¿ the affected tissue samples were re-processed by ¿standard re-process¿ method. The fas noted the affected runs included ¿6 runs, all the same tissue. Customer reprocessed x2 on same instrument.¿ the fas measured the ethanol concentration in bottles 5-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles except bottle 7 which had a measure concentration of 63% and a software concentration of 100%. On (B)(6) 2024, leica biosystems melbourne received information from the leica senior field applications specialist ¿ core histology, new york (fas) that all patient cases were diagnosable; and no re-biopsy was performed nor recommended. No adverse consequence(s) to any patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿factory 8hr xylene¿ protocol comprising 52 cassettes which started in retort b at 13:04 on (B)(6) 2024 and completed successfully at 06:00 on (B)(6) 2024 and the ¿factory 2hr xylene¿ protocol comprising 12 cassettes which started in retort a at 13:04 on (B)(6) 2024 and completed successfully at 06:00 on (B)(6) 2024, from which sub-optimal tissue processing was reported by the customer. The root cause for ¿tissue not processing¿¿ reported by the customer was a use error, which occurred at 09:30 on(B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the use error detailed, bottle 7 (ethanol) would have contained 63% ethanol, which is not appropriate for use in the final dehydrating step of a protocol. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples the information available details that all patient cases involved in this event were diagnosable and no adverse consequence(s) to a patient(s) was reported to the manufacturer.